Manufacturer narrative:
Medwatch report #: mw5146618. (B)(4).

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the tip of the fiber broke off inside of the patient, the tip was retrieved by the surgeon on the same day as the initial procedure. The procedure was completed with another fiber without patient complications. There was no report from the facility regarding medical intervention; however, the following day a procedure with a morcellator was performed due to the issue with the fiber complication. There were no more patient complications reported.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on the information provided, cause not established was selected as the most probable cause for the complaint. Medwatch report #: mw5146618. MFR email: (B)(4).

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the tip of the fiber broke off inside of the patient, the tip was retrieved by the surgeon on the same day as the initial procedure. During the procedure it was found that the handpiece had an o ring missed and the backup piece was not seated properly. Then, the intended procedure was completed with another device without patient complications. There was no report from the facility regarding medical intervention; however, the following day a procedure with a morcellator was performed due to the issue with the fiber complication. There were no more patient complications reported.